Event description:
The integra clinical educator became aware from the physician that some pieces of integra skin formed a type of calcification in the matrix. Product ID was not available at this time. Further information has been requested from the user facility but has not been received to date.